Manufacturer narrative:
(B)(4). The reported field event of an inability to measure the r-wave was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that device was unable to measure r-waves and diagnostic issue was determined. Device was explanted and a new device was implanted. Patient was stable.